Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The insulin pump was received with crack case on top right corner near display window, broken reservoir tube lip, broken battery tube threads, crack reservoir tube window thru the case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 163 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.